Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The balloon could not be inflated despite the inflation device was on nominal pressure. Therefore, the stent could not be released from catheter.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed dried contrast medium residue inside the inflation lumen of the returned instrument. The balloon is well folded and shows no signs of inflation. The crimped diameter of the stent complies with the specification. Functional testing was performed by connecting a reference inflation device and inflating the instrument up to 10 atm (np) during which the stent was successfully released. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations, no manufacturing or material related root cause was determined.